Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multisystem organ failure (msof), and septic shock. The patient was in sepsis, experienced renal failure and underwent dialysis, experienced cachexia, continued ventilation (tracheostomy), and liver dysfunction. The patient was positive for pseudomonas aeruginosa (bronchial cultures) and candida parapsilosis (blood cultures). The outcome was not device or therapy related. Related manufacturer reference number: 2916596-2023-01917 (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), sepsis, infection, bleeding, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists thromboembolism and infection as potential late postimplant complications. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during or shortly after pump implantation and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 of the IFU, under ¿anticoagulation¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a complicated postoperative course following lvas implant on (B)(6) 2022. The patient required continued ventilation (tracheostomy) and developed renal failure, with symptoms including oliguria and anuria. Dialysis was subsequently initiated on (B)(6) 2022. The patient had a hm3 right ventricular assist device (rvad) implanted on (B)(6) 2022, and later developed liver failure on (B)(6) 2022, evidenced by increased bilirubin and clinical signs from the abdomen. The patient was found to have positive cultures of pseudomonas aeruginosa bronchial secretions and blood cultures of staphylococcus coagulase-negative staphylococci blood on (B)(6) 2023. Additional blood cultures found pseudomonas aeruginosa on (B)(6) 2023 and candida parapsilosis on (B)(6) 2023. The sources of the infections were determined to be the mechanical ventilator, pancreas, and central venous access, and treatment included chemotherapy with antibiotics, a change of intravenous catheter, and strict precautions and treatment of infections according to protocols. On (B)(6) 2023, a hematoma and thrombus were found in the pancreatic bed of the abdomen. The patient experienced oliguria and anuria related to the renal dysfunction and increased bilirubin and clinical signs from the abdomen related to the hepatic dysfunction. No correlation of liver and kidney dysfunction with the operation of the device was found. The patient also experienced cachexia, and necrotizing pancreatitis, and underwent a pancreatectomy and splenectomy due to a pancreatic pseudocyst. The patient ultimately expired on (B)(6) 2023 due to multisystem-organ failure and septic shock. The events and patient outcome were not considered to be device or therapy related and the device had reportedly operated as expected.